Event description:
Customer reported the system displayed an error code on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram card. System operates as intended.